Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The customer did not specify if this was the initial use of the device. A f/u report will be submitted when the eval has been completed.

Event description:
The customer reported that during a coronary stenting procedure the hemostasis valve broke. No harm or injury was reported. The customer reported two defective devices but did not provide any further info or clinical details for the add'l event. Therefore, this single form FDA 3500a will be submitted for this complaint.